Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp shipped to site 07/21//2016. Medtronic investigation of returned suspect open spine clamp finds that the spine clamp has damaged threads in the middle of the travel on the adjustment screw causing difficulty setting the clamp. There are also tools marks around the head of the screw. The retainer ring on the tip of the screw is stretched allowing some play in the movement of the clamp face. Physical damage - stripped screw threads. No further issues have been reported.

Event description:
A medtronic representative reported a damaged open spine clamp in a site instrument tray. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.